Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The customer received analyzer alarms and questionable elecsys ft4 ii assay and elecsys tsh assay results from the cobas e 801 module. The samples were repeated on (B)(6) 2018. Of the ft4 data provided for seven patient samples, only the results for four patient samples were discrepant. Patient 1 initial result was 39.6 pmol/l and the repeat result was 13.3 pmol/l. Patient 2 initial result was 35.5 pmol/l and the repeat result was 15.8 pmol/l. Patient 3 initial result was 25.2 pmol/l and the repeat result was 17.2 pmol/l. Patient 4 initial result was 23.3 pmol/l and the repeat result was 15.1 pmol/l. The erroneous results were reported outside of the laboratory. There was no allegation of an adverse event. The reagent lot number was 30320300. The expiration date was requested but was not provided.

Manufacturer narrative:
The field service representative checked the analyzer and found no visible contamination, no visible kinks, and no cracks. He decontaminated the system and the issue has not reoccurred.

Manufacturer narrative:
The investigation determined the root cause of this event is deterioration of system reagent procell ii m. All customers have been provided a workaround procedure to prime the instrument when it is determined that their cobas e 801 module is potentially affected by this issue. They are also instructed to contact roche technical support. A roche field service engineer will perform the procell ii m flowpath decontamination procedure and the procedure should be performed every 4 weeks until your cobas e 801 module is switched to the improved procell ii m formulation. Improved procell ii m is available in the us and roche field service engineers are in the process of converting customers to the new procell ii m.